Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned with the introducer sheath. Visual inspection of the device revealed that the delivery wire was kinked, the main coil had prematurely detached/separated (physical break at detachment zone), stretched out and there was damage to the main coil suture. Functional testing could not be performed due to the damaged condition of the returned coil. The device was confirmed to be in good condition prior to use. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the main coil had prematurely detached/separated. No consequences to the patient were reported.